Event description:
The customer contacted beckman coulter, inc. (Bec) to report an increase in the number of rheumatoid factor (rf) low range positive results when using immage rf reagent lot #m008778 on their immage 800 immunochemistry system. The customer reported that the number of rf low range positive results ranging from 21-22 iu/ml (i.e., above the 20 iu/ml reference interval used by the laboratory) increased to 44% during the month of (B)(6) versus lower percentages for the previous three (3) months. The patient results were reported out of the laboratory. There was no impact to patient treatment (patients were referred to a rheumatologist for additional testing). The customer performed a new lot performance verification for immage rf reagent lot #m008778. Two (2) of the eight (8) samples analyzed in the verification study yielded unacceptable performance results. Bec requested that the customer send the patient samples impacted by this event to bec for additional analysis. Bec sent a new lot number of immage rf reagent to the customer. While a definitive root cause has not been determined for this event, the performance of the reagent is suspected to be attributed to this event.

Manufacturer narrative:
No service was performed by a bec field service engineer (fse).